Manufacturer narrative:
The pump received with blank display due to broken solder joint. The displacement, basic occlusion, occlusion, prime and excessive no delivery test were unable to be performed due to blank display. The pump was received with broken battery cap, minor scratched display window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that a piece of the connection plate on the battery cap fell off. It was reported that the pump would not turn on. The customer's blood glucose level was reported to be 95.4mg/dl. It was reported that the pump would be replaced and returned for analysis.